Manufacturer narrative:
Lot #: there were 2 potential lot numbers, 17e041 and 17f019. Lot 17e041 was manufactured may 23, 2017 ¿ may 25, 2017. Lot 17f019 was manufactured june 8, 2017 ¿ june 10, 2017. A batch review was conducted for each potential lot and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver the expected dose. The pump was filled with 5000 mg fluorouracil hs in115 ml 0.9% nacl. There was no patient injury or medical intervention associated with this event. No additional information is available.